Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: laparoscopic hysterectomy - after insufflation of the abdomen with a verres needle, the first port was inserted (shielded bladed) at the umbilicus. On removal of the obturator, blood was seen on its tip. This prompted further investigation which is detailed in the attached word document (this information was taken from the (B)(6) sister during the case, (B)(6)). (B)(4). Patient status: fine. Type of intervention: laparotomy performed to suture bowel.